Event description:
It has been reported to philips that, host pc would not boot up. It is unknown if the system was in clinical use. No harm has been reported to philips. Philips has started an investigation of this complaint.

Manufacturer narrative:
Philips has investigated this complaint. The customer reported that host pc would not boot up. Based on the available information in the reported complaint, the complaint had been coded and customer cancelled the service request. The customer resolved the issue without philips performing any work. The codes were updated based on the investigation outcome. Evaluation method and health impact codes were corrected.